Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg) exhibited grommet/setscrew problem where the lead pins could not completely insert in the device for the first screwing. The patient had a drop of oxygen saturation and the right ventricular (rv) lead tip to ring signal showed some artefacts. Heart rate was noted at thirty beats per minute and so was capturing fast over analyzer. Intermittent capture was noted on the rv lead. The patient recovered from oxygen saturation drop and the second screwing was successful. The ipg and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.